Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they weren't able to turn their stimulator back on (patient clarified and couldn't increase their stimulation) and the issue began today. Patient noted they had to turn their device off 2 weeks ago for an MRI and the MRI was cancelled. During the call patient got the eri message and patient cleared the eri message by pressing any of the navigation keys. Agent reviewed eri information. Patient inserted the aaa batteries and patient noted they just changed the batteries; no visible damages in the battery compartment. Patient then connected the programmer to their implant and patient got the poor communication message. Agent walked patient through MRI mode and patient was full body compatible. Patient kept noting their programmer wasn't turning on but patient meant that they weren't able to increase stimulation. Patient had 2 programmer antennas and placed the antenna over the implant. Patient pressed the stimulation on button and was able to turn the stimulation on but when they tried to increase the stimulation (plus button) the stimulation did not increase. Patient also tried to turn the stimulation on by placing the back of the programmer over the implant and patient was able to turn stimulation on but not increase the stimulation. Agent redirected patient to their hcp to connect with a representative for reprogramming. Agent provided nas phone number and reviewed role of representatives. Patient service emailed patient a copy of physician listings.